Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. Customer does not have a backup plan. The customer stated the drive support cap is flush. The customer was advised that the cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.